Event description:
Procedure: resection. Reportedly, the surgeon fired the instrument and the device sectioned tissue, but it did not apply staples. They controlled and verified that the stapler mechanism worked properly, but no staples were found either on the stapler nor in patient body. Surgeon then performed a hand suture.